Event description:
It was reported a patient enrolled in clinical study underwent a total knee arthroplasty on (B)(6) 2010. Subsequently, patient underwent a mobilisation procedure on (B)(6) 2010 due to stiffness.

Manufacturer narrative:
This product is not licensed for use and has not been distributed in the united states. The issue occurred outside the united states. This medwatch report is considered void.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.